Event description:
Customer reports that during a femoral popliteal bypass procedure, the suture broke while tying the knot. There are no reported adverse consequences to the pt related to this event.